Event description:
It was reported that the iab was inserted without difficulty. However pumping could not be initiated. Helium alarms were noted and blood was seen in the helium tubing. As a result of this, the iab was removed and replaced. There were no pt complications.